Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was attempting to do a calibration on arctic sun device but received error 91 (heater test - element 1 failure). Biomed had already drained and refilled the reservoir with distilled water and a bottle of cleaning solution. The device told to continue with the calibration. Biomed continued for about 30 more minutes and received the same error. Expected and actual both read 0. Mis explained would give a call back on monday to assist. Per wo update, biomed called again on (B)(6) 2022 with calibration error 91 (heater test - element 1 failure) (actual 0, expected 0). Emailed to tech support. Per email response and work order update received on (B)(6) 2022, mis discussed with biomed on (B)(6) 2022 this error was indicative of a heater failure. Biomed would be ordering and replacing the heater onsite. Per wo update on (B)(6) 2022, biomed stated that after replacing the heater was still getting the same error. Miis stated biomed would open an assessment quote and bring the device back for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed power supply card. Confirmed calibration error 91 during water check 3 heat phase 1 of 4. Water did not rise as expected during heat phase 1 but did for phase 2-4. The circuit controlling power to the heater 1 has failed on the power supply card. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, g, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed was attempting to do a calibration on arctic sun device but received error 91 (heater test - element 1 failure). Biomed had already drained and refilled the reservoir with distilled water and a bottle of cleaning solution. The device told to continue with the calibration. Biomed continued for about 30 more minutes and received the same error. Expected and actual both read 0. Mis explained would give a call back on monday to assist. As per wo update, biomed called again on 02dec2022 with calibration error 91 (heater test - element 1 failure) (actual 0, expected 0). Emailed to tech support. As per email response and work order update received on 06dec2022, mis discussed with biomed on 06dec2022 this error was indicative of a heater failure. Biomed would be ordering and replacing the heater onsite. As per wo update on 09dec2022, biomed stated that after replacing the heater was still getting the same error. Miis stated biomed would open an assessment quote and bring the device back for evaluation. As per sample evaluation results received on 09feb2023, the root cause of the reported issue was due to a failed power supply card. It was reported that the control panel touch functions were inverted on the display. It was stated that the chiller fan noise on startup for about five minutes until the motor bearings warmed up . It was also stated that pt1 (patient temperature measurement) on the isolation card had been pulled forward cracking the solder joint on the pcb .